Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/replicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (scope communication) error was not confirmed. In addition, heavy dust was inside the unit and needed to be clean. The wire was deformed. Net spacer was damaged. The power switch was noisy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis exera iii video system center displayed a b30 (scope communication) error. The event occurred during preparation for use. The intend procedure was a diagnostic upper gastrointestinal endoscopy. There was no delay in procedure, and it was completed using a replacement device. There was no report of patient harm associated with this event.